Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia from (B)(6) 2021 to (B)(6) 2021. The customer's blood glucose level at the time of incident was over 40 mmol/l and current blood glucose value was 9.6 mmol/l. Customer was treated with insulin pump and intravenous insulin drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were using insulin pump on auto mode customer stated that the insulin pump had insulin flow blocked. High pressure test was performed and it passed. The customer was assisted with troubleshooting for high blood glucose. The insulin pump will be returned for analysis.